Event description:
Omniwire was handed off at the table and prepared correctly. Once inside the body the physicians tried to normalize the wire to take measurements and the wire would not normalize correctly. The wire was then removed and inspected. The wire looked intact and unbroken. The physicians requested a new wire which was then inserted into the body and normalized correctly.